Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for other and spinal pain indications. The caller reported that pt is not getting good coverage with their current lead and their hcp is considering replacing the lead with a percutaneous lead. Caller stated pt has not had stimulation turned on since they were implanted with the device. Troubleshooting was not required. Rep stated that on first post-operative programming visit (B)(6) 2022 pt was not getting full coverage that pt was getting intra-op. Rep stated that managing provider ordered an xr at that time. Rep stated that provider left her a voicemail on (B)(6) 2022 that did not include details of results, but asked if provider could place a percutaneous lead on the left side for more complete coverage. Tss reviewed risks of having an unused lead tail. No new information, the manufacturer representative (rep) reported they have not seen or spoken to the patient since their initial implant. The patient had perc leads removed and a paddle lead placement. Pt has since done well and getting good coverage. Physician is aware

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 07-jul-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that customer discarded the explanted lead. Lead is not available to send to the manufacturer.